Event description:
On (B)(4) 2012, leica microsystems received a complaint regarding sub-optimal processing of tissue from two (2) protocols, which the complainant described as under-processed. Investigation by a leica field support specialist (fss) suggests that the root cause for the sub-optimal processing reported is a use error related to reagent replacement. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.